Manufacturer narrative:
The event involves a device that is not cleared for sale in the u.s., but similar device is commercially available in the u.s. An evaluation of the device cannot be performed as the device was disposed of by the hospital and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
The pharmacist reported that as she was unpacking the cement, she noticed a smell. While taking the cement out of the box she noticed that one of the vials was broken and that the smell was the result of fumes. Staff put on gloves and masks and took immediate action to dispose of the vial in the cytotoxic waste in accordance with the pharmacy operating procedures. The pharmacists further reported that there was no evidence of damage to the brown cardboard shipping box and that the bottom of the inner stryker branded carton seemed 'inset'. There was no evidence of a staining on the shipping carton or stryker branded product carton. The vial appeared to have a small hole in it. Update: the member of staff who was affected by this was referred to occupational health. The staff member did not need any treatment.

Manufacturer narrative:
Reported event: an event regarding packaging damage involving simplex bone cement was reported. The event was not confirmed. Method & results:-device evaluation and results: the product or photographs of the product were not provided for evaluation. Medical records received and evaluation: not performed as there was no patient involvement. Device history review: review of the batch manufacturing record indicates that this batch was manufactured and shipped to stock with no reported discrepancies. Complaint history review: review determined that there were no other similar reported events for the lot. Conclusions: it was reported that the customer noted an odour coming from the pack of bone cement upon receipt at the hospital. The odour indicates that the monomer leakage from the ampoule was recent, as monomer evaporates into the atmosphere over time. Based on the information provided, it appears that this product was damaged due to inappropriate handling during distribution/transportation. A CAPA trend analysis was conducted for the reported failure mode and concluded simplex packaging damage may result from other factors not necessarily related to the product.

Event description:
The pharmacist reported that as she was unpacking the cement, she noticed a smell. While taking the cement out of the box she noticed that one of the vials was broken and that the smell was the result of fumes. Staff put on gloves and masks and took immediate action to dispose of the vial in the cytotoxic waste in accordance with the pharmacy operating procedures. The pharmacists further reported that there was no evidence of damage to the brown cardboard shipping box and that the bottom of the inner stryker branded carton seemed 'inset'. There was no evidence of a staining on the shipping carton or stryker branded product carton. The vial appeared to have a small hole in it. The member of staff who was affected by this was referred to occupational health. The staff member did not need any treatment.